Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, stripes in the image were observed due to defective receptacle unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center has loose connector which resulted in occasional flickering image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomena seemed to have occurred because the video connector, video cable connector, and the lock of the video connector socket were broken due to long-term usage. Olympus will continue to monitor field performance for this device.